Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 11 unspecified bd conntecta had the stopcock loose (10), or kinked tubing (1) during use. The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of the stopcock inadvertently disconnecting from mating component (10) and kinked tubing (1)."

Event description:
It was reported that 11 unspecified bd conntecta had the stopcock loose (10), or kinked tubing (1) during use. The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of the stopcock inadvertently disconnecting from mating component (10) and kinked tubing (1).".

Manufacturer narrative:
Investigation summary : bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record review could not be performed because a model or lot number was not provided by the customer.